Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-may-2026, a sales representative reported via (B)(4) that (2) ar-8737-38 driver shafts tips broke while trying to insert the headless screws. This occurred during a patella fx procedure.